Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor was unable to power on. Upon investigation, the batt_main trace was shorted to ground on the c/a board and the c/a board showed signs of thermal damage. The root cause of the shorted trace and thermal damage was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor will not power on.